Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. Date rec¿d by MFR: PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -5.5 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.